Event description:
A malfunction was reported with the pump by the caller, though no notable events occurred prior to the issue. There was no report of the customer's blood glucose exceeding 500 mg/dl, indicating no adverse impact on blood glucose levels. Tandem technical support arranged to replace the malfunctioning pump with a new one featuring updated software, and the customer was informed about the necessary steps for using and returning the pump. The customer had no backup for insulin delivery and stated they would reach out to their healthcare provider (hcp) for insulin therapy.